Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. No charge/battery lasts less than expected anomaly noted. Device received with cracked case display window corner and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump squirted out during priming. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump takes longer to rewind, crack near the reservoir window and screen, diminished battery life and random no delivery alerts. Customer stated that the insulin pump had insulin flow block alarm and the event was resolved by changing complete set. Customer also reported that the insulin pump had cracks and scratches. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.